Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The insulin pump was received with moisture damaged at motor assembly. The insulin pump was received with scratched lcd window. The insulin pump was received cracked case display window corner. The insulin pump was received with cracked battery tube threads. The insulin pump was received with cracked reservoir tube lip.

Event description:
The customer's father reported via phone call that there was fluid under the lcd display. The customer's father stated that the insulin pump stopped working after being exposed to water. The customer's blood glucose was 168 mg/dl at the time of incident. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.